Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had pain and a shocking sensation in different parts of his back that he did not have before. The issue began in 2016. The patient fell on the battery and met with a rep for reprogramming. The device was reprogrammed, but it has been a lot worse since. No further complications were reported.